Event description:
Patient reported experiencing a hypoglycemic event in 2007. Patient indicated that she was found unresponsive, by an unspecified person, who summoned emergency medical services on her behalf. Upon their arrival, patient's blood glucose reportedly measured "lo" on paramedics' device. Patient was treated with 2 injections of glucagon. No additional details of patient's treatment were provided. Patient indicated that, prior to the event, she had felt as if blood glucose was low. Based on hypoglycemic symptoms, patient self-treated by eating applesauce. The time between attempt to self-treat and hypoglycemic event was not provided. Patient indicated that she was unable to perform a test on the advantage system because it had no power. It is not clear, when patient last attempted to use the device prior to the hypoglycemic event. Patient did not provide the location where the hypoglycemic event occurred. Technical support requested the return of the advantage system and replacement product was shipped.